Manufacturer narrative:
Concomitant medical products: product ID 97702 serial# (B)(4), implanted: (B)(6) 2016. Product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he thought the battery was going out. The patient reported that he contacted his doctor. The patient reported that his arm hurts and was locking up. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they had two inss, one for his left arm and one for his lower extremities. The patient reported that one for his lower extremities was still working. The patient guessed that the ins for his left arm started going out. The patient reported that he could feel it. The patient reported that he noticed it this morning when he woke up, it was bothering him. The patient reported that it was not doing what it was supposed to be doing. Additional information was received from the patient on september 5, 2019. They reported that in (B)(6) 2019, they noticed the ins was not working for their reflex sympathetic dystrophy (rsd); it was not letting them do want they wanted to do. They were also feeling stimulation stop and start. During the call with patient services, the patient changed the batteries in the controller and then synced to the ins. The stimulation was set to 0.50 volts, which was too low, so the patient increased to 1.0, but didn't feel anything. They then increased to 2.0 volts, but still didn't feel anything. Then they increased to 3.3 volts and yelped in pain, so they decreased to 3.2 volts and turned the stimulation off. It was noted that in the past it almost knocked the patient out of their seat. A request was made to meet with a manufacturer representative (rep) because the patient did not have a doctor managing their device at the time. It was reviewed that the patient would need to contact a doctor to schedule an appointment with a rep. Physician listings were sent to the patient. No further complications were reported or anticipated.